Manufacturer narrative:
The reason for the adverse event has been attributed to use error (inadequate response to an alarm). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient's blood glucose was 564mg/dl with nausea. The reporter stated that the patient was treated with a four unit bolus via the pump. The reporter stated that the blood glucose was high earlier today because the pump was not primed and was not noticed right away. The reporter stated that the pump alarmed loss of prime warnings once a day for the past few weeks. Customer technical support reviewed the pump history with the reporter and there were no alarms in the history except for low cartridge and low battery alarms. This report is being made due to the patient's alleged hyperglycemic event that resulted from an inadequate response to a pump alarm.